Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this was the first complaint reported for this lot number. Based on the severity and lot quantity the number of events is within the acceptable quality levels. Investigation summary: the investigation is inconclusive for the reported migration issue. The sample was not returned. The definitive root cause for the reported migration issue could not be determined based upon available information. It is likely that procedural techniques / user error contributed to the reported event. It is described within the event description that the stent graft allegedly migrated along the vessel into the inferior vena cava after the balloon was partially inflated during attempted deployment it is directed in the instruction for use "15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended." It is unknown if patient factors contributed to the reported event. Labeling review: the IFU for the lifestream product was reviewed and contains the following information relevant to the reported event: precautions ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. ¿ crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Potential patient/device adverse effects that may occur include, but are not limited to, the following: ¿ covered stent dislodgement from balloon during tracking procedure ¿ covered stent misplacement during placement procedure directions for use: m directions for use site access and preparation 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. Important: do not exceed the rated burst pressure of the delivery system. 16. After covered stent deployment, apply negative pressure to the balloon until it is fully deflated. Withdraw the delivery system while maintaining negative pressure with the guidewire remaining across the lesion. 17. Confirm optimal covered stent wall apposition using standard angiographic techniques. If the covered stent has not achieved full wall apposition, a post dilation with an appropriately sized balloon should be performed. 5-8 mm devices may be post-dilated with balloons up to 10 mm in diameter. 9-12 mm devices may be post-dilated with balloons up to 12 mm in diameter.

Event description:
I was reported that during an angioplasty in the right iliac, the stent graft allegedly migrated along the vessel into the inferior vena cava after the balloon was partially inflated during attempted deployment. A snare was allegedly used to retrieve the stent graft through the same access site and the procedure was allegedly forfeited. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2021). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
I was reported that during an angioplasty in the right iliac, the stent graft allegedly dislodged from the delivery system and moved along the vessel into the inferior vena cava. A snare was allegedly used to retrieve the stent graft and the procedure was allegedly forfeited. There was no reported patient injury.